Manufacturer narrative:
Device passed displacement test and basic occlusion test. Device alarmed a33 during prime/a33 test due to corroded motor home switch noted. Unable to perform occlusion test, excessive no delivery test or verifying motor error due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. It was stated that the customer cannot even rewind the insulin pump. The customer was unable to clear the alarm. The troubleshooting was performed for motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and basic occlusion test. Device alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verifying motor error due to a33 alarm.